Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was observed on the atrial lead. Multiple auto mode switch (ams) episodes were noted. The noise was not reproduced via isometric testing. The patient was stable.